Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture". Later healthcare professional reported "deflation" and "removal from textured to smooth due to the concerns of the product". This is for the left side. Device was explanted and replaced.

Event description:
Patient reported "rupture". Later healthcare professional reported "deflation" and "removal from textured to smooth due to the concerns of the product". This is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation and anxiety - product/ procedure was received on dec 16, 2025 with catalog mcgahan 270cc. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (wear abrasion, creases, delamination of plug strap disk shell and opening of plug strap) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture." Later healthcare professional reported deflation and "removal from textured to smooth due to the concerns of the product". This is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.